Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 56-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support during coronary artery bypass grafting. During the bypass surgery, the patient was found to have severe mitral disease. The physician performed mitral valve replacement and decided on escalation of care for the patient. An impella 5.5 was inserted. During the exchange of cp for 5.5, the right femoral artery had massive blood loss and a total of 4 packed red blood cells and platelets were infused. The blood loss was at the impella cp access site. The team was unable to obtain good echo views due to artifact from mitral valve replacement. There was no suction or hemolysis noted.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. Based on the clinical information provided, the cause of the access site bleeding issue was patient condition related due to patient calcified vessels.